Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a newly implanted patient appeared to had reaction to the adhesive used post procedure. The physician believed that it was contact dermatitis and was prescribed with antibiotics. The adhesive was from steri strips used on the patient. Nothing related to boston scientific. The patient was doing well.